Event description:
Patient revised for infected hip. Medical records received indicate metal-on-metal synovitis in adverse tissue reaction with loosening of the acetabular component of a left total hip replacement with secondary late hematogenous septic arthritis. The complaint was reopened to update the MDR decision.

Manufacturer narrative:
**Update** medical records received indicate metal-on-metal synovitis in adverse tissue reaction with loosening of the acetabular component of a left total hip replacement with secondary late hematogenous septic arthritis. The complaint was reopened to update the MDR decision. The devices associated with this report have still not been returned. As when fist investigated, the complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. The lot codes required to perform a lot specific database search for the associated cup, stem and insert were still not identified in the records received. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported cup, stem, head, and apex hole eliminator part and lot code combinations; two additional reports for the metal insert part and lot number combination. However, review of the as400 system show that 18 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional information was received from clinical indicating the patient's left hip was revised on (B)(6) 2011. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-06521. This report, 1818910-2011-08032, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2011-06521.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address infected hip, increased pain, synovitis, adverse tissue reaction with loosening of the acetabular component. Revision note reported, upon entering the joint capsule at the piriformis fossa, a large amount of purulent fluid under pressure was released. The acetabular component could be felt to be grossly loose. The femoral component was well fixed. There was minimal segmental bone loss of the calcar down to the level of the lesser trochanter. It was stated that the patient had a sudden acute increase pain and symptoms and laboratory studies including an elevated sedimentation rate and c-reactive protein. Radiograph shows shifting of the acetabular component and loosening. Patient had a white blood cell scan, which was positive around the hip and an MRI, which showed gas and fluid. Laboratory result for cocr shows above 7 ppb.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. In addition to what was previously reported, litigation alleges friction and wear between the metal head and cup caused the released of toxic metal ions and particles into the patient¿s body resulting to inflammation, severe pain, tissue and bone loss, metal ions, discomfort, injury, mental anguish, loss of range of motion, emotional distress, and disfigurement.